Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 250cc saline prosthesis, catalog #3503250, lot #5885045. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had a mentor smooth round high profile 250cc saline prosthesis implanted and experienced left sided capsular contracture (baker¿s grade unknown) post procedure. The capsular contracture was confirmed by a physician. As a result, the device was explanted on (B)(6) 2018.